Manufacturer narrative:
The customer ordered a new footswitch. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The nurse reported the footswitch would not activate the reflux function. A posterior capsule tear occurred. The case was completed by performing an anterior vitrectomy. Multiple attempts were made for more information on the event and pt status with no response to date.